Manufacturer narrative:
H4: the lot was manufactured on july 26, 2022 to july 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a white liquid in valve 6 and yellow liquid in valve 8. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port 6 was contaminating port 8 of a valve set . This was discovered prior to patient use. There was no patient involvement.